Event description:
It was reported that during implant, the right ventricular (rv) lead had issues with either poor sensing or poor thresholds and high impedance. At the last repositioning the impedance was greater than 2200 ohms and on fluoroscopy it could not be verified if the lead helix was fully extended because it didn't look quite fully extended nor fully retracted. The lead was removed and on the table the physician was not able to extend the helix after torquing and after over torquing, which resulted in significant tension build up in the lead body, the helix extended out. The rv lead was not implanted and was replaced with a new rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the distal conductor was distorted. It was noted that several conductors were distorted, there was blood/body fluid on all conductors (not obstructed), the outer insulation was breached cut, there was blood in/on the helix mechanism, and tissue on helix and the lead appeared damaged at implant. The analyst commented that the lead as returned with the helix fully extended, blood and tissue on it and the distal conductor distorted within the connector.